Event description:
It was reported that the cartridge connection was damaged. There was no adverse impact to customer's blood glucose level. Reportedly, a new cartridge was loaded to address the issue.